Event description:
The one-way valve was attached to an end of the extension tubing, and because of that, the dr could not connect the tubing to the pump.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. A system 90 extender tubing was received for evaluation (for use with a 25 cc iab). Visual examination revealed a one-way valve on the end of the extender tubing in place of the male luer. The one-way valve was tightly seated in the tubing end. Probable cause of difficulty: laboratory examination verified the reported difficulty. Although it is not possible to determine exactly when this occurred, the appopriate individuals at datascope have ben made aware of this complaint. The line operators responsible for assembling this extender tubing will be shown the tubing and the reported complaint. It is worth noting that a one-way valve is packaged with an iab in its blister tray. This packaging is done in a separate area from where extender tubings are assembled and packaged into insertion kits. There are no one-way valves in the component assembly area. The insertion kit lines do not use one-way valves in any kits.